Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced a broke off in the post of the poly. This adverse event was solved by a revision surgery on (B)(6) 2025, in which one (1) lgn ps high flex xlpe sz 5-6 9mm was revised and replaced. Current health status of patient remains unknown.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: e1 (name prefix/title). Corrected data: b5, h6 (health effect - clinical code).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the post of the lgn ps high flex xlpe sz 5-6 9mm broke off. This was solved with a revision surgery on (B)(6) 2025, in which the lgn ps high flex xlpe sz 5-6 9mm was revised and replaced. Current health status of patient remains unknown.